Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216, b30, and no display was fluid invasion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope displayed e216 and b30 scope communication error messages and had no image. There was no patient involvement.